Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. The physician attempted to manually deploy the cinch. An ensizor was used to cut the suture and remove the cinch. The procedure was completed with a new cinch and an additional suture. As a result of this event, the procedure was prolonged by approximately 20 minutes. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.